Event description:
A customer observed qc results outside of acceptable ranges when analyzed on a vitros 5,1 fs analyzer. Pt results were reassayed and biased results for pt samples were observed. Pt results had been reported to physicians and corrected reports were issued. There was no allegation of pt harm as a result of this event. This report corresponds to ortho-clinical diagnostics, inc.

Manufacturer narrative:
Investigation into this event concludes biased results observed by the user were caused by a misaligned white reference assembly on the instrument. An ocd service engineer visited the site and verified that the white reference assembly was properly aligned and made repairs to prevent the reoccurrence of this issue. The analyzer has been returned to normal operational status. There was no allegation of pt harm as a result of this event.